Event description:
Pharmacy called to report an employee being stuck by an exposed needle. Syringe in a sealed bag was missing a shield. Employee was sent to the emergency room for hiv, hep b and hep c lab work. No tetanus shot was given, however, lab work is required by the employer.